Event description:
Hole noted in IV catheter. Rn (registered nurse) inserted 22g IV into patient's right forearm. When rn was going to put tegaderm over site, patient (pt) was noted to have bleeding from site and wasn't stopping. Rn attempted to flush IV and noticed that flush was coming out of a hole in the catheter near IV hub. Rn removed IV from pt's right arm and applied pressure to site. Gauze dressing and tape applied to pt's right forearm. Lot # 6037373 of 22g jelco IV catheter.